Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 02424 was returned and analyzed. Visual inspection showed that the balloon catheter was intact with no apparent issues. Smart chip verification showed that the catheter was not used. Functional test of the balloon catheter passed without any system notices. The test mapping catheter could not be inserted into the luer. The ID of the push button luer was smaller than specification. Dissection of the push button luer and visual inspection under microscope showed a gap between the proximal end of the guide wire lumen shaft and the luer. In conclusion, the broken luer was not confirmed. However, the balloon catheter failed the returned product inspection due to a guide wire lumen/luer gap. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter would not insert into the balloon catheter luer lock. It was then reported that the guidewire could not be inserted into the luer lock. The balloon catheter was replaced which resolved the issue. It was observed the luer diameter was much smaller than expected compared to the replacement catheter. The case was completed with cryo. No patient complications have been reported as a result of this event.